Event description:
The customer reported that during a ranula excision, the bipolar worked intermittently while using a boot pedal. They switched out the reusable codman bipolar cord (a non-covidien product), then they switched out the b muller, f1000 forceps. At end of procedure, they noticed the patient had a 2nd to 3rd burn in the right corner of the mouth and down the lip, in the area where they were working. The initial treatment was ointment. There was a metal mouth piece in use but not in the area where the burn occurred. There was also a pencil in use but no problems were noted with it. There was no observed arcing or sparking.

Manufacturer narrative:
The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.